Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
Breakage & strong damage of screw drivers is reported: surgery had to be aborted as the implant could not be removed with these instruments. Surgery was postponed for 12 days.